Event description:
Patient revised to address broken stem.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation cold not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since 2003. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.